Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-28. H6: investigation summary: visual examination was carried out on the one open sample and a bent non patient end of cannula. Visual examination was also carried out on the three sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related. Based on the investigation it was determined that no corrective action is required at this time. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr cannulas are breaking before use and during use in the patient's skin. The following information was provided by the initial reporter: several needles broken before use but also needles broken into the skin when the patient is using them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box fr cannulas are breaking before use and during use in the patient's skin. The following information was provided by the initial reporter: several needles broken before use but also needles broken into the skin when the patient is using them.